Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc) machine. Per the initial report, the home patient (hp) reported a drain volume 4020ml during drain 4 of 4. The hp stated that the hc was programmed for the last manual drain option. The hp was requesting to end therapy. The total ultrafiltration ws 639ml. The technical service representative explained the therapy. The hp stated he felt fine and would follow up with the registered nurse. The hp declined swap. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010 product surveillance received a return call from the hp's peritoneal dialysis nurse (pdn) regarding the report of high drain volume. The pdn verified the hp's largest prescribed fill volume (lpfv) is 2500ml. The pdn stated the hp has not reported any symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Per the report the patient drained 4020ml, which was greater than 160% of the largest prescribed fill volume of 2500 ml and met increased intraperitoneal volume (iipv) criteria. The patient declined a swap of the homechoice device. Review of the homechoice's previous service record revealed no issues that may have caused or contributed to the reported difficulties. The device was not returned to baxter, precluding further device investigation. Review of the iipv decision tree information obtained in the complaint did not reveal a probable cause of the iipv. The assignable cause of the reported difficulty of a iipv could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).